Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The reported issue could not be duplicate during examination and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received logs revealed that the ventilator generated alarms indicating low o2 concentration at (B)(6) 2024. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The conclusion is there was no ventilator malfunction at time of the event. The root cause for the reported issue could not be determined.